Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Related mfgr. Report number: 2015691-2018-04269.

Manufacturer narrative:
Date of event is unknown. The patient¿s valve was not returned to edwards lifesciences as it remains implanted. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the exact cause of the valve embolization is unknown but may be related to procedural factors (undersized valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: yu, ho-ping. ¿management of embolized sapien xt during tavr¿ tct 2018, soul, south korea.

Event description:
As reported by the edwards affiliate in (B)(4), during a tctap conference presentation titled, "management of embolized sapien xt during tavr", it was reported that during a transapical tavr procedure, post deployment of a 23mm sapien xt valve, the valve embolized into the aorta and a 26mm sapien xt valve was implanted. A complete av block was developed immediately after the 26mm sapien xt implantation and a permanent pacemaker was implanted on the same day.